Manufacturer narrative:
Date sent to the FDA: 10/11/2020. A manufacturing record evaluation was performed for the finished device lot number pmr675, and no non-conformances were identified. Additional h-3 summary: one open box with thirty-three unopened samples of product code 8699, lot pmr675 were returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested but unavailable: what tissue was being approximated or sutured when it broke? Procedure name and date? Event date? Lot number? Patient's condition? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.